Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician attempted to deploy a ruby coil through a renegade hi flo catheter; however, the coil would only go 3/4 of the way out of the catheter. When retracted, the coil would not come back. The physician decided to remove the catheter and the coil. Upon further inspection, it appeared that the coil had a "kink" in it preventing it from being completely deployed or recaptured. There was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.